Event description:
It was reported that a patient underwent a total pelvic floor repair procedure and an obturator sling procedure with cystoscopy in 2006. During the procedure, there was a small, supra-trigonal cystotomy that occurred during dissection of the vesicovaginal space. This was recognized and repaired in two layers. The total pelvic floor repair procedure was then performed without difficulty and the patient went home after two days. One year alter, the patient developed three recurrent bladder infections during the year. A cystoscopy was performed in 2008, and a small piece of mesh was visible at the site of the prior cystotomy above the trigone. The surgeon plans to remove the exposed mesh from the bladder through an open cystotomy. The surgeon opines that the cystotomy and the repair at the time of the initial procedure was the only risk factor for this event.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.